Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the esc button on the insulin pump wasn't responding. She was at exercising class and was attempting to program a temp basal and when she pressed the esc button it didn't respond. Customer's blood glucose was 151 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.